Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
Per the (B)(6) clinical trial report, the patient pursued comfort care measures 2 years and 6 months after the implant of a sapien valve. Her health slowly decompensated and the patient expired 4 months later from natural causes. No death certificate at this time to confirm exact cause of death. It was also noted by the pi that the patient "had moderate central leak and paravalvular ai". At this time there is no indication that additional intervention was required due to the aortic insufficiency, or that these leaks were related to the patient's cause of death.

Manufacturer narrative:
Correction - after review of the medical records, there is no indication that the patient¿s death was related to valve dysfunction. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The patient's medical history as well as the following information were obtained from the patient¿s medical records provided by the facility: at the time of the 2 year follow-up visit after tavr the patient was hospitalized for renal insufficiency and bacteremia and was treated with antibiotics and diuresed with lasix. During the course of this admission a transthoracic echocardiogram (tte) showed the sapien valve was well-seated with no stenosis and mild insufficiency. Mild posterior paravalvular leak (pvl) and trace central leak was noted. There was mild to moderate concentric left ventricular hypertrophy with normal left ventricular (lv) size and function, and ejection fraction of 60%. Also a mildly dilated right ventricle (rv) with low normal rv function; moderately dilated left atrium; pulmonary hypertension; dilated ivc. The mitral valve had no stenosis and trace to mild mitral insufficiency; the mitral valve had an abnormal inflow pattern consistent with diastolic dysfunction with a restrictive pattern. An additional tte was performed prior to discharge which found the ¿prosthetic aortic valve with mild insufficiency. Note: mild paravalvular leak.¿ there was normal lv systolic function with a well seated bioprosthesis and no clot in the atrium. The patient was noted to be hemodynamically stable by the time of discharge. Nine months later, while admitted at a rehabilitation center for comfort care the patient was noted to be ¿very confused and some time lethargic related to the use of tylenol # 3 which is routine¿. This medication was stopped; however, later that day it was noted that the patient¿s lip and right jaw was swollen with redness around mouth. The patient complained of pain on right side of face and was having difficulty swallowing foods or fluids. On the next day the patient continued to be confused, lethargic and was unable to swallow medications, food or liquids. Her health condition continued deteriorating; the patient was pronounced dead early on the next morning. It was not possible to confirm the exact cause of death. In this case, the reported ¿moderate central leak and paravalvular ai¿ pi¿s comment could not be confirmed. According to the most recent echo reports available, the sapien valve was noted to be well seated with mild posterior pvl and trace central leak. It is possible that the comment was referring to the entirety of the ai degree after combining the mild pvl with the trace-mild central leak, for a total moderate ai. The exact cause of death of the patient remains unknown but it appears to be related to natural deterioration related to aging ((B)(6) patient). At the time of the patient¿s demise she had been residing at a long term care facility for 4 months. It was reported that the patient¿s health condition slowly deteriorated and that despite treatment the patient expired due to natural causes. The device is not available for evaluation, and there is no indication that an autopsy was performed. There is no evidence or suggestion of a device malfunction. After review of the medical records, there is no indication that the patient¿s death was not related to valve dysfunction. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.